Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided instructions for resetting the pump. After completing the pump reset, the issue was resolved, and the customer successfully started their sensor session without further errors.